Event description:
Reportedly, after implantation of an ulys df4 vr - 2240 s/n 243dq084 a vf induction test was performed. As reported the ICD did not detect the induced arrhythmia. Initial tachy setting was vf zone only with a cutoff rate of 160 bpm and a persistence of 6 cycles. With shock on t a slow vt of around 150 bpm was induced. The tachy parameter were changed to vt sone with cutoff rate of 130 bpm and a vf zone from 150 bpm was programmed. Both zones with a persistence of 6 cycles and max shocks only. 4 times a vf induction was performed but no arrhythmia was correctly detected. One manual max shock was initiated. No episodes were stored in the device memory, although the memory was refreshed after each induction

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11: corrected data: g3.3 date received by manufacturer changed to 31/03/2023, as patient file analysis finalized please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after implantation of an ulys df4 vr - 2240 s/n (B)(4) a vf induction test was performed. As reported the ICD did not detect the induced arrhythmia. Initial tachy setting was vf zone only with a cutoff rate of 160 bpm and a persistence of 6 cycles. With shock on t a slow vt of around 150 bpm was induced. The tachy parameter were changed to vt sone with cutoff rate of 130 bpm and a vf zone from 150 bpm was programmed. Both zones with a persistence of 6 cycles and max shocks only. 4 times a vf induction was performed but no arrhythmia was correctly detected. One manual max shock was initiated. No episodes were stored in the device memory, although the memory was refreshed after each induction.